Manufacturer narrative:
Failure event was observed during analysis. Analysis confirmed that the transmitter would not power up and the circuit board exhibited burn marks.

Event description:
It was reported that the patient called in to report his house being struck by lighting. The phone line was knocked out and the merlin transmitter is now unresponsive. Had patient press the start button with no response. Attempted to reset the transmitter, leds did not scroll. Still only getting the green power light. The unit would be replaced.